Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 1-2 with stent struts lifted and pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a slight hypotube kink 10mm distal from the distal end of the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that a hypotube break in a location that cannot enter the body occurred. A 3.00x28mm promus element plus drug-eluting stent (des) was advanced to treat the lesion; however, the shaft was broken. The device was removed and a 3x32mm promus element plus des was used and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.